Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. Additionally, the patient experienced diaphragmatic stimulation from the left ventricular (lv) lead. An invasive procedure was performed. This device was explanted, the lv lead was surgically abandoned and the patient was downgraded to an implantable cardioverter defibrillator (ICD). No additional adverse patient effects were reported.